Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pumps battery was not communicating. This didn't occur on a patient. It was discovered by biomed. No further information provided. No patient injury.